Event description:
Pacemaker reset itself to vvi mode, or to only pace the ventricular chamber, due to a software "glitch" according to st jude medical's technical support dept. The pt began to experience increasing fatigue and shortness of breath. The pacemaker apparently changed to back up vvi mode in 2/02 and the problem was not discovered until routine check. According to st jude, this is a very rare occurrence only seen in affinity and entity models, however, rptr has had 2 occurrences in their clinic alone approximately 500 pacemaker pts. Fortunately, the other incident involved a pt who was already in vvi mode with a single chamber pacemaker, when theirs reset to backup mode pt did not become symptomatic.